Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, yellow particles in shell, flat creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: an extended sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification), broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and wear abrasion. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening. Broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5., b.6., d.6b., g.2., h.6.